Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that a novasure endometrial ablation was completed on (B)(6) 2018. The ablation was completed without difficulty and the patient was discharged home in stable condition. Approximately two weeks later the patient presented to the physician with an acute abdomen and was taken to the operating room for an exploratory laparotomy where a rupture of the sigmoid colon was noted requiring resection and colostomy. The uterus was inspected and appeared normal with no evidence of thermal changes or perforation. The remainder of the bowel was also noted to be normal. The pathology results were received and the gross findings and final diagnosis are unclear as to the actual etiology of the bowel injury.